Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2014 with the following findings: a review of the pump¿s black box history showed that a ¿no cartridge detected¿ alarm was recorded. During testing, the pump powered up and immediately emitted a replace battery alarm. The pump case was removed and corrosion was found on multiple components of the printed circuit board as well as on the force sensor flex connector. The complaint that the pump was priming the tubing when performing the load step was not able to be adequately investigated due to the replace battery alarm and corrosion inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump primed the tubing during the load step. It was noted that the pump emitted a "no cartridge detected" alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.